Event description:
On (B)(6) 2022, the customer reported the generation of sodium (na) repeatability issues on patient samples on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. No erroneous patient results were reported outside the lab. The customer reported that sodium qc (quality control) values were running high. The customer did not provide details of the erroneous patient results to beckman coulter for evaluation. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on (B)(6) 2022.

Manufacturer narrative:
The beckman coulter internal identifier is (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer on (B)(6) 2022. The fse replaced the electrodes (sodium, potassium and chloride) from the customer stock. The customer performed ise (ion selective electrode) qc and ran the patient samples for verification of repair. No further errors were reported. The instrument is operating within specifications. Replacement of the electrodes resolved the issue. In conclusion, the sodium electrode was determined as the root cause of the erratic sodium results.